Event description:
It was reported to philips that the device keeps giving an alarm intermittent displays a red 'x'. It was reported that the alleged failure was observed while in use on a patient. No adverse patient impact was reported to philips.